Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to be missing a number four, one inch self tap screw. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event. The cause was identified to be an incomplete device returned. To correct this condition the number four, one inch self tap screw was replaced. If any additional information is received, a follow-up will be sent.